Event description:
While deaccessing a patient's port catheter, the device was very difficult to remove and required pulling more firmly. It finally came out, but did not retract into the foam covering resulting in a needle slice to the nurse's left thumb.